Manufacturer narrative:
(B)(4).

Event description:
Information received from the healthcare provider (hcp) for a clinical study, via a manufacturing representative (rep), reported the stimulator migrated and an ulcer was found at the scar level without inflammation of tissue on (B)(6) 2015. The stimulator was repositioned as a result. The patient was alive without injury and had issues resolved on (B)(6) 2015. Indications for use included fecal incontinence. The event was assessed as non-serious and related to the procedure or device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided that indicated the re positioning of the ins occurred on (B)(6) 2015 which conflicted with the original re positioning date of (B)(6) 2015. No further complications were reported.

Manufacturer narrative:
Concomitant products: product ID: 388928, lot# 0209162907, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that the date of repositioning was (B)(6) 2015. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received indicated the event was related to the device.